Event description:
It was reported that the device gave a primary audible alarm bgnd message. The reporter did not confirm whether the issue occurred after power on or during patient infusion. No adverse effects to patient reported. Field service examination of the device showed primary audible alarm bgnd and primary audible alarm post occurred in alarm history.

Manufacturer narrative:
Other, other text: additional information h6, h10: the pump was investigated in the field by a service engineer. A device history record (DHR) review was performed which indicated all inspections were completed and no issues were noted during manufacture. A functional test was performed on the pump and passed. Visual inspection confirmed the reported issue of exposed cable. The cable was replaced. The root cause of the confirmed issue could not be determined. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147., corrected data: b5 and g1

Event description:
It was reported that the power cord was replaced due to exposed wires. No patient harm was reported.